Event description:
Customer states: after 6 days use on a patient at hospital, a doctor confirmed the patient developed vocal cord paresis and glottic stenosis. Information provided suggest the reintubation of replacement tube was required. Customer confirmed pre-test was done.